Manufacturer narrative:
After battery installation, the insulin pump displayed an unexpected open book error message due to corroded electronic assembly. The motor assembly was found corroded. The insulin pump failed leak test; the leak was located at the case display corners. Unit received with cracked case on the back at the battery tube area, reservoir tube lip and battery tube threads. The insulin pump was received with minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump was exposed to moisture due to insulin pump being in swimming pool. It was reported that as a result, display showed an arrow and red x. It was also reported that water got into pump and display was blank. Customer's blood glucose was 8.6 mmol/l. Customer was advised that insulin pump would need to be replaced.